Event description:
The site reported that the pt sustained a blister on the right forearm during mr shoulder exam using a shoulder rf coil. The size of the blister was approximately 2cm x 3cm in size. Padding was used during the exam. It was reported that the pt complained of warm sensation to the technologist. The technologist inspected the warmed area, but did not find anything. On the following day, the pt developed a blister and went to hartford hospital e.d for eval. At this time, info of medical treatment that the pt received is not available.

Manufacturer narrative:
An investigation is ongoing.